Event description:
An incident of a heparin overinfusion. The pump was infusing unknown medications via channel a and c to an intensive care unit patient. The nurse programmed a heparin infusion in a colleague guardian unit/hr mode, on channel b, at a rate of 775units/hr. After entering the program, the nurse selected "delayed start feature", which took her out of the guardian and ended in a general mode of ml/hr. The nurse programmed the dose 775units in the rate field of the screen, ending up with the rate of 775ml/hr. As a result, heparin started to infuse at the incorrect rate of 775ml/hr, instead of the intended rate of 775units/hr, which ran for approximatley 10 minutes. The nurse heard the pump running loud and when checked, she noticed the incorrect rate. The nurse readjusted the rate to 775units/her and the patient along with the laboratory values was monitored for 12-24 hours. No patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and status, concentration of heparin, amount of overinfusion, medical intervention, and set up of the infusion device.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation but has not been received.